Event description:
"On (B)(6) 2013, the (B)(4) representative for maquet in (B)(4) reported that when the hcu 30 serial number (B)(4) was turned on it displayed error messages 3016-2 and 3032-2, some few seconds later 1016-2 and 1032-2. The compressor was working normally. (B)(4)."

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the connections on the power pcb's for both heaters were checked and reconnected. (B)(4)."